Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
A consumer reported that during a visual inspection of a 20 ml bd luer-lok¿ syringe, discoloration from the plunger on the barrel was found. The discoloration was found prior to use. No injury or medical interventions were reported.

Manufacturer narrative:
Results: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of discoloration / variation in color / cloudy regarding item # 301031 with lot # 7143809. A DHR was completed and no defects were found. No quality notifications were issued for this batch. A photo sample was received in the (B)(4) plant for evaluation. It has what appears to be ink rings around the barrel therefore failure mode is verified. Ink rings are generated during the graduation scale printing process. Ink rings are caused by a damaged doctor blade. The doctor blade wipes excess ink off the print etching which transfers the graduation scale pattern onto the printing pad. When the blade is damaged, it will not wipe the excess ink off of the etching causing a black line to be printed on the barrel. Ink rings are fixed by replacing the doctor blade. Conclusion: based on the investigation, no further corrective action is required at this time.